Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture, and microcysts. Patient representative later reported enlarged axillary lymph node, pain in breast (mostly in right lower edge) described as "pulling and tearing", radiating to arm, armpit, and shoulders (comparable to muscle soreness). Patient also reported restless sleep (not device related), "fear of developing cancer", breast feel "spongy", loss in volume and "sinks". Device remains implanted.

Event description:
Healthcare professional reported right side rupture, and microcysts. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.